Event description:
It has been reported to philips that the service tool could not connect to database. No adverse events or patient harm was reported in the associated complaint (B)(4). The device was in clinical use at the time of event. There is no allegation of death or serious injury. Based on the results of the analysis, the problem was not an iscv (intellispace cardiovascular) issue. The cause was identified as incorrect datasource value in servicetoolforms iis application settings and incorrect db (database) hostname and sql instance name in service tools, server general page. The iscv was confirmed to be operating per specifications. Based on the available information, this record is considered to be non-reportable.

Event description:
It has been reported to philips that the service tool could not connect to database. No adverse events or patient harm was reported in the associated complaint (pr#7049791). The device was in clinical use at the time of event. Philips has started an investigation of this complaint.